Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n5b1464y), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p5a1194), sigphandle, sig power sigphandle handle (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic procedure converted into a low anterior resection with robot support, during rectum resection the jaws did not open. Both patterns were tried to reattach the handle, but the jaws did not open and the release was not possible. The power was turned off again and then restarted. The shell was replaced and then connected again, but the issue was not resolved. Four additional resections were performed using a manual handle and 2 different kinds of reloads to release the jaws from the tissue. An additional resection was performed, and additional suturing was done with a stapler. The operation was converted to laparotomy and thoracotomy. Robot undocking was performed, followed by lapro transition. However, the manual adapter tool was also used. The jaw could not be opened after laparotomy. While maintaining the approach from the port, the cartridge connection part was manually touched under the laparotomy and the cartridge was disconnected from the adapter, separating the cartridge from the adapter and allowing it to be taken out from the body. Surgery time was extended by three hours, additional resection was 1 cm after laparotomy (resection wound approximately 9 cm) and the surgeon created a permanent stoma. The operation was checked using another powershell after the procedure and we were able to use it without any problems. The patient¿s condition was recovering well after the surgery.

Event description:
According to the reporter, during a laparoscopic procedure converted into a low anterior resection with robot support, during rectum resection, the jaws did not open. Both patterns were tried to reattach the handle, but the jaws did not open, and the release was not possible. The power was turned off again and then restarted, and the shell was replaced and then connected again, but the issue was not resolved. Four additional resections were performed using a manual handle and 2 different kinds of reloads to release the jaws from the tissue. An additional resection was performed, and additional suturing was done with a stapler. The operation was converted to laparotomy and thoracotomy. Robot undocking was performed, followed by lapro transition; however, the manual adapter tool was also used. The jaw could not be opened after laparotomy. While maintaining the approach from the port, the cartridge connection part was manually touched under the laparotomy, and the cartridge was disconnected from the adapter, separating the cartridge from the adapter and allowing it to be taken out from the body. Surgery time was extended by three hours, additional resection was 1 cm after laparotomy (resection wound approximately 9 cm), and the surgeon created a permanent stoma. The operation was checked using another shell after the procedure, and it was able to be used without any problems. The patient¿s condition was recovering well after the surgery.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the tip of the firing rod, which might be indicative of a disconnection from the reload laminates. The firing rod was noted to be retracted beyond home position. Functional testing found that the blue unload switch could only be partially depressed. It was reported that during rectum resection, the jaws did not open. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported conditions of calibration turns errors, firing rod out of position, and articulation mechanism out of position. Functional testing found that the strain gauge was unresponsive with the firing rod in its fully retracted position. There were calibration turns errors in the data saved to the system. The signia handle did not complete successful calibration and displayed a yellow adapter swim lane. Analysis of the testing handle data indicated that prior to successful calibration, the articulation mechanism was also out of position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3 evaluation summary h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the tip of the firing rod, which might be indicative of a disconnection from the reload laminates. The firing rod was noted to be retracted beyond home position. Functional testing found that the blue unload switch could only be partially depressed. It was reported that during rectum resection, the jaws did not open. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of calibration turns errors, firing rod out of position, and articulation mechanism out of position. Functional testing found that the strain gauge was unresponsive with the firing rod in its fully retracted position. There were calibration turns errors in the data saved to the system. The signia handle did not complete successful calibration and displayed a yellow adapter swim lane. Analysis of the testing handle data indicated that prior to successful calibration, the articulation mechanism was also out of position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.